Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a low shock impedance measurement was observed on this right ventricular (rv) lead and device. It was indicated that the measurement had decreased, then stabilized. It was indicated the patient will continue to be monitored appropriately. No adverse patient effects were reported.